Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate initial reporter occupation: lawyer.

Event description:
Primary operative notes (B)(6) 2016 indicate the patient received a right uni knee replacement due to medial compartment osteoarthritis and history of acl injury. The surgery was completed without indication of complication by the surgeon. Office notes (B)(6) 2018 indicate the patient is experiencing increasing pain and difficulty with ambulating. Radiographs reveal a somewhat flexed positioning of the femoral component and anterior translation of the tibial component, lateral compartment osteoarthritis is also present. Revision operative notes (B)(6) 2018 indicate the patient received a conversion to right total knee arthroplasty due to pain and posterior cruciate ligament rupture. Upon entering the knee, it was noted that both components were not worn, in good position and not loose. The knee itself was noted to be unstable posteriorly. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2016. Dor: (B)(6) 2018, right knee.

Manufacturer narrative:
Product complaint #: (B)(4). This is a duplicate of 1818910-2020-07273. 1818910-2020-09918 is being retracted as it is a report duplication. 1818910-2020-07273 will be kept for investigational purposes.